Event description:
As reported by the user facility: customer reported that the catheter of the introcan remained in a vein of the pt when the rn was removing the IV. The rn was discontinuing the IV because it was leaking from the insertion site while flushing the line. The rn stated, "while discontinuing the IV, the cathelon didn't come out of the vein and came apart from the hub. There was no resistance during withdrawal of it. She didn't apply pressure to remove it." The catheter had to be surgically removed from the pt. The pt is stable at this time.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4). In a follow up call to the facility, the reporter stated that the leakage was coming from under the tegaderm when the nurse was flushing the catheter. The pt needed to have the catheter surgically removed and currently the pt is stable. The reporter stated that the actual sample involved in the incident was not available for return however, unused samples from possible suspect lots in the hospital's inventory were returned for evaluation. The samples and all available information were forwarded to the actual manufacturer, b. Braun (B)(4). They reviewed the batch manufacturing records for each of the possible suspect lots and there were no such defect encountered during in-process or final control inspection. The process cards show no abnormalities. Without the actual sample or lot number, a through investigation could not be performed. If the actual sample is returned and/or additional pertinent information becomes available, a follow up report will be filed.